Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital retained.

Event description:
Revision of acetabular shell due to cup spin out. Shell after implantation sometime moved position. Hip was done 20+ years ago by (B)(6), or. No records remain, stem stayed in but surgeon revised the femoral head.